Event description:
Boston scientific received information that this pacemaker was upgraded to cardiac resynchronization therapy pacemaker (crt-p) and was programmed to voo mode. When electrocautery was applied, pacing inhibition was observed. Electrocautery protection feature was turned on and then had asynchronous pacing. The health care professional (hcp) believed that the only scenario for this situation to occur was if voo programming was made in the temporary brady setting rather than normal brady and radiofrequency telemetry was lost. With this, it would revert the device back to vvi mode where sensing is back on and pacing inhibition would occur. This pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted no anomalies. A series of tests were performed and the device passed all tests. The field allegations were not confirmed. The device was functioning normally.